Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer, who was on vacation, switched to using a backup insulin pump for therapy.